Event description:
The pt had the IV inserted in 2008 and a colonoscopy was performed. The catheter was removed and the pt was released. Two days later, the pt returned complaining of pain and swelling at the IV site. A minor procedure was completed and a small piece of the catheter was removed. The pt was then discharged.

Manufacturer narrative:
This report was submitted on 6/18/08 under the wrong manufacture number. Conclusions - a root cause analysis could not be determined as the sample was not returned for the investigation. The device history was reviewed for the reported lot number 7179890, and no irregularities related to this event were noted. The suggestions for use state: never reinsert the needle into the catheter and do not use scissors at or near insertion site. Date submitted: 12 mar 2009.